Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns about true ventricular tachycardia (vt) or supraventricular tachycardia (svt) rhythm of the patient with this pacemaker. Technical services (ts) reviewed the data, and it was not able to determine. However, ts suggested that some right atrial (ra) arrhythmias may be due to functional loss of capture. The clinical representative indicated that svt rhythm was concluded. In addition, one isolated beat of right ventricular (rv) undersensing was noted. This did not impact overall device function, although the rv electrogram (egm) showed fluctuating signal amplitude. No adverse patient effects were reported. This pacemaker remains in service.